Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected), pump error 4(the motor arm cannot communicate with the main arm). The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind as well. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thus. No pump error 53 alarms during testing. Pump error 53 was present in the history download on 05/22/2024 17:00:13.000 (file number: 49; line number: 18354) due to hardware error. Pump error 4 was found in the history files on 05/22/2024 17:00:11.000. Pump error 63 (variable 3) was found in the history files on 05/19/2024 13:36:55.000 due to a hardware error. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, missing display window cover, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage and label damage (end cap address label faded). Pump error 53 was confirmed due to hardware error. Pump error 4 was confirmed due to a pump error 53. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.